Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl with purefix ha 50mm; cat # 542-11-50e; lot # 56872401; 6.5 cancellous bone screw 25mm; cat # 2030-6525-1; lot # 4j6php; size 2 accolade ii 127 deg; cat # 6721-0230; lot # 56195704; delta v-40 ceramic head 36/+2,5; cat # 6570-0-536; lot # 57291204. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
As reported: "right hip was revised to a 2 stage spacer for infection. All components were removed. This is the first revision of this hip. All information on this patient is included in this report." Rep provided the primary usage sheet.